Event description:
Pharmacist went into medication room of picu; rn was preparing an IV medication; she showed pharmacist a syringe needle that was clearly bent in the sheath. This was a monoject 18 1 1/2 inch needle. The syringe was taken right out of the package and was not usable for patient care. Unfortunately the packaging was discarded.